Manufacturer narrative:
H6: c19 - a unique device identification number was not provided, therefore the manufacturing date and/or production details cannot be determined. Neither clinical images enabling direct assessment of product performance nor the product itself were returned for evaluation.

Manufacturer narrative:
Xodo a, pilon f, desole a, barbui f, zaramella m, milite d. Prophylactic relining for bridging stent compression after thoracoabdominal endovascular aneurysm repair: myth or reality? Vascular. 2024;32(4):760-763. Doi:10.1177/17085381231161860. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H3: code ¿other¿ was selected as no device information (serial or lot number) is available and no device was returned. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following reported literature was reviewed by the clinical complaints specialist team: xodo a, pilon f, desole a, barbui f, zaramella m, milite d. Prophylactic relining for bridging stent compression after thoracoabdominal endovascular aneurysm repair: myth or reality? Vascular. 2024;32(4):760-763. Doi:10.1177/17085381231161860 summary: this is a case study of a 68-year-old female who underwent treatment for a large aneurysm of the entire thoracic aorta associated with a 65mm thoracoabdominal aortic aneurysm [type iii mega-aortic syndrome] in presence of aberrant retroesophageal right subclavian artery [sa] and independent origin of the two common carotid arteries from the aortic arch. The patient was initially treated with ascending aorta and aortic valve replacement. After the procedure, she underwent right and left carotid-subclavian bypass and sa embolization in two different steps. One week later, she had a tevar with proximal landing in zone 0, just above the surgical debranching. Another week later, visceral vessel stenting was performed. Cannulation and stenting of the celiac trunk, superior mesenteric artery and right renal artery were correctly performed using gore® viabahn® vbx balloon expandable endoprosthesis (vbx device). During the maneuvers for the left renal artery stenting, a clear separation of the vbx device from its balloon with a ¿floating¿ stent into the aorta was observed. The bsg [bridging stent graft] was snared by a over-the-wire vascular retriever: the stent was tightly caught and then removed through 20 fr introducer [gore® dryseal flex introducer sheath]. The procedure was completed by left renal stenting with covera self-expandable bsg. No complications were observed post-operatively. There were no additional adverse outcomes related to implanted vbx devices.